Event description:
A male with a history of cystic fibrosis, liver transplant, sepsis, chronic respiratory failure with hypoxemia, disseminated intravascular coagulation, and malnutrition on total parenteral nutrition developed an unstageable pressure injury on the nasal bridge related to a bipap mask. Treatment has been initiated and the patient is being monitored by our wound care team.